Event description:
Dealer reported that the left caster tire came off of the rim when the user was entering a store, and user fell from the wheelchair suffering minor injuries. MFR inspected the wheelchair with the dealer. The wheel/rim was not damaged and the solid tire had no damage. It appears that the tire came off of the rim as a result of the manner of use of the wheelchair. The caster could have come in contact with a curb while perpendicular to the curb and if the user moves the chair forward, the tire can roll off the rim.

Manufacturer narrative:
Eval summary: MFR inspected the wheelchair in sept 2010. MFR observed during the inspection that the left front tire was detached from the wheel/rim, but there was no damage to the wheel/rim. The tire did not have any visible damage. MFR concluded that tire came off of the wheel/rim as a result of improper use of the wheelchair. The wheelchair operated properly when inspected.